Event description:
It was reported that: during a pedicle subtraction osteotomy level t10 to l5, the surgeon was using the pangea remobilization tool (p/n: (B)(4)) to try to release the angle locking without success. Surgeon then selected the pangea threaded remobilizer (p/n: (B)(4)), again without success. During the release of the threaded remobilizer, one conical element (p/n: (B)(4)) was broken and came off. The piece was retrieved. The product occurrence not relevant to the health of the patient. This complaint is on p/n (B)(4) pangea threaded remobilizer. This is file 1 of 2 for the same event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records revealed no complaint related issues. The supplier investigation revealed the returned parts meet manufacturing specification, damage (rub marks) was found on both ends of the shaft with heavy marks on the tip of the shaft. One tine is twisted on the threaded remobilizer and the inside diameter exhibits wear and heavy marks. The tip of the shaft got stuck in the mating part causing the scoring. Conclusion: the complaint is deemed indeterminate from a manufacturing position.